Event description:
Manufacturer reference report: 3006705815-2019-02282. It was reported that the patient was not receiving adequate therapy. As a result, the leads were explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.

Event description:
Related manufacturer reference number: 3006705815-2019-02282. It was reported that troubleshooting included reprograming, and the impedance check showed high impedances on every contact on one lead. It was reported that the patient had a major fall.